Event description:
It was reported that after completing initial setup and transitioning the ilet pump to bionic mode, the patient experienced hyperglycemia with a reported blood glucose of 316 mg/dl while using a contact detach infusion set (23", 6 mm). Symptoms included hyperglycemia. Outcomes included no reported injury, emergency care, or hospitalization. Investigation included remote troubleshooting and user education performed by support. Investigation of this case revealed no device malfunction identified during the interaction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.